Manufacturer narrative:
The device is available for evaluation; however, the device has not been received. A follow up MDR will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to customer's blood glucose level.